Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00119 on february 1, 2020. February 03, 2020 additional information: the calibration and the quality control (qc) were valid while patient results were produced. The customer has not treated any of the samples with a heterophilic blocking tube (hbt) and/or non-specific antibody blocking tubes (nabt). The sample was frozen for several days and before testing the sample was centrifuged. A list of medications that the patient maybe taking is not known. February 06, 2020 correction: the customer provided the kit reagent lot number used for sample testing. Kit lot # 502, expiration date: 29-02-2020. Section d4 has been completed with the lot number and expiration date. The lot 450 is the reagent lot number. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating the cause for the discordant toxoplasma quantitative igg results. The IFU states in the limitations section: "the results of the test must be taken within the context of the patient's clinical history, symptomology and other laboratory findings.

Event description:
A false reactive immulite 2000 toxoplasma quantitative igg result was obtained on a patient sample. The patient sample was tested on alternate methods and the results were negative. A corrected report was issued. The patient is pregnant. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00119 on february 1, 2020. Siemens filed the MDR 2432235-2020-00119 supplemental report 1 on february 27, 2020. Siemens filed the MDR 2432235-2020-00119 supplemental report 2 on may 13, 2020. June 26, 2020 additional information: siemens did not have sufficient sample volume to further investigate this patient sample. The customer was unable to provide the total number of negative samples the customer has tested with immulite 2000 toxoplasma quantitative igg lot 502. Therefore, the specificity cannot be calculated for the customer. The customer has not reported any new incidents of false reactive toxoplasma quantitative igg results and this issue is considered to be an isolated and sample specific incident. Based on the available information immulite 2000 toxoplasma quantitative igg lot 502 is performing as intended and a product performance issue has not been identified. The instrument is performing within specifications. No further evaluation of the device is required. Section h6, the device, method, results and conclusion codes were updated to reflect the additional information.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00119 on (B)(6) 2020. Siemens filed the MDR 2432235-2020-00119 supplemental report 1 on (B)(6) 2020. (B)(6) 2020 additional information: siemens tested the patient sample that was sent by the customer to the manufacturing site. The immulite 2000 toxoplasma quantitative igg lots 503 and 504 were used for the testing. All lots were calibrated/adjusted and siemens toxo g controls were used for verification. Recovery of quality control replicates (n=3) for all levels were within IFU limits. The customer returned sample was tested (n=2) on the immulite 2000. Toxo g results (iu/ml): customer sample neat: platform lot replicate 1 replicate 2 mean immulite 2000 503 <5 <5 <5 immulite 2000 504 <5 <5 <5 the sample was non-reactive on the immulite 2000 (with both lots). The siemens' study did not replicate the customer's observations of false positive toxoplasma quantitative igg results on the immulite 2000. Siemens is awaiting the information requested in order to further evaluate the issue.